Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker was under-sensing. Patient would be further monitored. The patient was in stable condition.